Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that during use the connector broke between the tube and the ventilator so it became difficult to ventilate the patient. The physician took another connector from a new set. No report of patient injury or clinical consequences.